Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's monitor response buttons weren't working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was isolated to a cut in the rear response button ribbon cable. The root cause for the damaged ribbon cable could not be positively identified. No adverse event resulted from the damaged response button cable. The patient received a replacement monitor.